Event description:
As I removing the grounding pad from bovie machine the end that plugs into the machine split open. Replaced with a differnet brand of grounding pad. No patient harm. Medline ref pad9165.